Event description:
The user facility reported a 85 year old female patient that had an impella cp pump implanted that experienced persistent suction at p2 after the patient required CPR following guideline catheter intubation of the left main. The pump was removed in response to the noted issue. The patient achieved return of systemic circulation.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. Returned complaint cp pump visually inspected. No biomaterial observed. No cannula kink or broken blade found. Dried dextrose washed for better investigation first with no observation. Impella cp connected to the console to reproduce reported low pump flow issue and flow was with specified limit at p-9. No low flow can be reproduced and no other issue observed. Data logs not available to review. Clinical states suction alarms. No biomaterial observed on explant. Blood volume not given. Pump not repositioned. Low pump flow: the cause of the low pump flow cannot be determined due to lack of clinical details, no data logs available, and low flow not reproduced in investigation lab. G1 reporting contact address and country were inadvertently omitted on the initial manufacturer device report number.